Manufacturer narrative:
The device was not returned for evaluation.

Event description:
The customer reported that when using a lap sponge during a scheduled c-section procedure, the blue tag string came off of the sponge when it was being used during final clean-up. All pieces were accounted for. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.